Event description:
The patient's MRI took two hours and they couldn't finish it "because the pump heated up so much"; the patient indicated that it heated up so much that it hurt. Following the MRI, the patient had a change in therapy effect. The patient's symptoms included drowsiness, dizziness and a burning sensation "from the inside". It was also reported that the patient's balance was off, he was irritable, he didn't feel right, and his head "feels like he is wearing someone else's"; he couldn't stand for a length of time and he was sore around the pump. The patient was at home at the time of the report. His status was reported as "fair". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.